Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that the cs100 intra-aortic balloon pump (iabp) alarmed for a circuit leak. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer on 30-apr-2025: checked the overall operation. Check the various values of the machine. The machine can work normally. Test run the machine and leave it for 1 day and follow up with the results again. On 6-may-2025: test for about 2 days and the machine has an alarm circuit leak warning message. Brought a new cable to test and follow up with the results later. On 8-may-2025: after testing the machine for 2 days. The machine has no error. Test overall operation. The machine can work normally.